Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Unable to verify keypad or buttons unresponsive, time anomaly or no delivery alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose and keypad was not responding. The customer¿s blood glucose was 465 mg/dl at the time of incident. Customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states the minutes change. The customer also got the insulin flow blocked alarm. Customer treated with insulin pump and manual injection. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.